Event description:
Related manufacturer reference number: 2017865-2022-19619, related manufacturer reference number: 2017865-2022-19623, related manufacturer reference number: 2017865-2022-19624. It was reported the implantable cardioverter defibrillator (ICD). Right ventricular (rv) lead, left ventricular (lv) lead, and right atrial (ra) lead were explanted due to an infection related to implant. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Visual examination found no malfunctions.